Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. The touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.